Event description:
Patient reported 1 day after pump reservoir was refilled in 2006, they fell into a catatonic state, was unconscious for 7 hours and hospitalized for 4 days with high temp and high wbc. The patient reported the pump was infusing morphine at the time. The hcp checked the pump an no alarms were present at the time of the event. Additional information has been requested from hcp regarding patient reported events. The patient reported a similar reaction occurred in 2006, see manufacturer report number: 2182207200700356. A follow up report will be sent when new information is received.